Event description:
An angio-seal device was placed following a diagnostic procedure. The patient had both the angio-seal arterial insertion sheath and a venous sheath in place during the insertion of the arteriotomy locator. At this time a small hematoma developed and bleeding was noted from the puncture tract (as would be expected). The device was deployed without difficulty and the tension spring was applied. At this time, bleeding was noted from the venous tract (if compressed, blood was noted along the arterial tract). Manual compression was applied and the venous sheath was removed while the device tension spring was still in position. The tension spring was left in place for 22 minutes (as outlined in the instructions for use), and was then removed. Manual compression was maintained for 50-60 minutes. Subsequent to the manual compression (although no active bleeding was noted), a femostop device was placed. Subsequently, the patient was taken to surgery for surgical repair (right groin expanding hematoma). Reportedly, the anchor was found outside the artery (extravascular). The patient was noted as doing well post operatively, and was discharged with no sequelae. It is important to note that this procedure was interrupted after the sheath insertion; the physician had to break scrub for longer than 60 minutes. During this time, the patient was left with both sheaths in place.